Event description:
It was reported that the patient presented remotely via merlin.net transmissions. It was noted that the right ventricular lead exhibited noise. The patient was noted to experience tiredness. No further information was available.